Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 54 mg/dl. Cause was not known. The customer alleged that the pump delivered duplicate boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.